Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that a black foreign material was allegedly found at the tip of the catheter connector upon attempting to connect. There was no reported patient injury.

Event description:
It was reported that a black foreign material was allegedly found at the tip of the catheter connector upon attempting to connect. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of black material on the connector was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 4fr single lumen groshong nxt clearvue connector. The sample was received in its opened packaging. The connector was unassembled and appeared free of use residues. A black mark was visible on the proximal connector segment metal cannula. Microscopic inspection of the connector confirmed the presence of black material on the metal cannula. The material appeared consistent with the black ink used to print markings on the connector extension tubing. It appeared that the ink used to print markings on the connector was deposited on the connector cannula during kit manufacture. Photographs have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that a black foreign material was allegedly found at the tip of the catheter connector upon attempting to connect. There was no reported patient injury.